Event description:
Customer reported the battery cap was damaged. He stated the silver tab, contact, was in his hand and the screen was not returning. Customer's blood glucose was unknown. No physical damage noted on the device. It wasn't dropped, bumped, or exposed to moisture. Recommended battery was used. Customer reported the contact on the battery cap was damaged. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.